Manufacturer narrative:
The investigation determined that lower than expected vitros calcium (ca) results were obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products ca slides in combination with a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. An instrument related issue cannot be ruled out as a contributing factor as precision testing to evaluate the performance of the vitros 5600 integrated system was not performed. The daily vitros ca biorad qc results were reviewed and a shift low with some imprecision was observed. In addition, vitros chemistry products performance verifer (pv) control results were outside the range of means. The customer decided to move to an alternate vitros ca reagent lot and the quality control performance was acceptable on that lot using the same biorad and pv quality control lots. Therefore, an issue with the vitros ca slide lot 0327-0580-7396 could not be ruled out as a potential contributor to the event. However, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros ca lot 0327-0580-7396.

Event description:
A customer reported lower than expected vitros calcium (ca) results obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products ca slides in combination with a vitros 5600 integrated system. Biorad lot 56910 level 2 results of 8.49, 8.86, 9.29, 9.63, 9.67, 7.66 mg/dl versus an expected result of 12.24 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ca results were obtained from quality control fluids. The customer does not perform assay testing unless they obtain acceptable quality control results. There was no allegation of patient harm as a result of this event. This report is number 1 of 6 MDR¿s for this event. Six (6) 3500a forms are being submitted for this event as 6 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).